Event description:
I bought a custom night guard from remi but my tmj/bruxism got worse and had to go to the dentist to get the problem solved. I noticed they are not even registered in the FDA website after the dentist told me I shouldn't buy from them. Https://www.amazon.com/remi-at-home-custom-night-guard/dp/b0899m1b2w/ref=sr_1_3_pp?crid=2p49nnkhe2i5g&dib=eyj2ijoimsj9.c_z-03bnqdgdehootw_mppryke9zqwdyof5geuslpgt7njol782bl7lmvhmzr5xlwytlx5hqdo9bpjrh_hovlnlyiwij3zlmxwxapfembn4qgkhhofa26nqevvbzpgl6lpvps2p1httncjua61z7-ookpg1306yts9oq_yobmg-5ttc0b2puesbbohuncqi8g4buputeriazfbrp3uyjp4pdoqtrmvnlf7bkd8miw8wcivqngrnc1fvbpca-jcdub0dwjprmab2loyxesw1u3ub6j-tv8j_fcnmubn73-fo.7332u7evlr_5lgmn67nxlf-4v_ai0ykoj7l17iaowi8&dib_tag=se&keywords=remi+guard&qid=1714865367&sprefix=remi+guar%2caps%2c136&sr=8-3.